Event description:
It was reported by the patient that he has had pain since implantation. Specifically: stabbing pain, feels like poking or tearing. Doctor allegedly feels something around perimeter of mesh.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.